Event description:
Jp drain inserted into left breast of patient. Drain broke apart where clear silicone meets white drain. Unable to retrieve white drain. Additional surgery required. Pt presented to surgeon ten days later with complaint of "broken jp drain." Patient taken to surgery, the next day, for retrieval of broken piece of jp drain from left breast. Although lot# is "unknown" in this case --there were jp products on the shelf w/3 different lot #'s. They are: po542217, po536402, po4121705.